Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had seen end of service (eos) on their device and wanted to know if it was normal after only about a year of implant. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The following parameters were used: ++ --, amplitude of 4.7 volts, pulse with of 450, and a rate of 60 hertz; ++ --, amplitude of 2.9 volts, pulse with of 450, and a rate of 60 hertz. The group impedances were unknown, but there were impedances of 550 ohms for 11 months, 700 ohms for 14 months, and 1,000 ohms for 19 months. So they ran electrode impedances and none were out of range. The patient experienced one as and one dc electrical shock in the past two weeks. Each was a separate event and the patient wanted to know if that could cause the eos. The patient saw the eos following the shocks. The patient felt like the stimulation was going downhill; the manufacturer representative (rep) assumed that meant reducing in efficacy. They discussed rechargeable and non-rechargeable batteries and cycling options and were going to schedule a battery replacement. Therapy was working well and the patient benefited greatly from the device. There was less than 50 percent pain relief. The battery replacement had not yet been scheduled. The patient was doing fine but would not be receiving effective therapy until after the replacement occurred. If additional information is received, a follow-up report will be sent.